Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and failed. Attempted to ran again the test and the insulin pump had an error alarm during manual prime. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.